Manufacturer narrative:
Per the bwi field representative, the product has been discarded. The product investigation will not be performed since the catheter was not returned for analysis.no deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products: product # carto 3 system; mfg # m-4800-01; serial # (B)(4); product # cool flow pump,u.s. Ship kit; mfg # m-5491-02; serial # (B)(4); product # stockert 70 system mfg # m-5463-01; serial # (B)(4); product: re-sterilized bwi coronary sinus catheter. Per the bwi field service engineer regarding the biosense webster systems, the customer declined system service as the issue was not related to the bwi systems. (B)(4).

Event description:
It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, the patient became hypotensive soon after the left ventricle was accessed. A transthoracic echo was ordered and a small pericardial effusion was observed. The patient's vital signs had stabilized at the time of the call. No pericardiocentesis or other intervention had been performed. The patient was under observation at the time of the call. Upon requests from the bwi field representative, details were provided on the event. During the case, the physician did not notice any abnormal signals. They entered the left ventricle to map through retrograde access via the artery. They took four activation points, when the patient's blood pressure dropped to 60 systolic. An echocardiogram was called and a pericardial effusion was confirmed. They had not been in the left ventricle for more than three minutes. A pericardiocentesis was performed to extract fluid. The patient didn't receive any anticoagulation in this procedure. There was no difficulty in manipulating the catheter. The rf generator was set to 'power-control' mode but no ablations had been given. The flow setting for the ez steer thermocool sf nav catheter was 2ml/min. The physician mentioned the issue occurred either with the placement of the re-sterilized bwi coronary sinus catheter or right when he entered the left ventricle through arterial access. The patient's updated health status is that he is doing fine and was released from the hospital 2 days following the incident.